Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power on in battery mode. The device powered up appropriately with ac power. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.